Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the sensor did not have an electrode, the customer noticed after inserting. The customer¿s blood glucose level was unknown. The customer called to report several sensors now since last week gave problems. The customer had 3 sensors with problems from which one hit a blood vessel, one did not have an electrode; he noticed after inserting and no sensor signal and one had the electrode completely bent, inserting in the abdomen. The insulin pump will not be returned for analysis.